Event description:
Customer reported an overinfusion they believe may be due to user programming. An atracurium drip was ordered at about 0200 for a decompensating and ventilated ICU pt. The order was automatically substituted by pharmacy with cisatracurium due to critical shortage of atracurium. Reportedly, the nurse correctly scanned the cisatracurium with bedside barcode scanning sys (unk whether or not the alaris sys module), but the pump was programmed as atracurium, which has a higher concentration and a higher dose. Their concentration for cisatracurium is 2 mg/dl, but atracurium is 5 mg/dl. Their initial rate of atracurium is 10 mcg/kg/min whereas their initial rate for cisatracurium is 3 mcg/kg/min. According to nursing documentation for this infusion, the initial rate for cisatracurium was programmed as 23.9 ml/hr at 0617. The rate was decreased to 7.2 ml/hr at 1045 so the customer suspects that the pt may have been on this high rate for about 4 hours. The pt's train of four results were consistent with a higher dose being given. The customer has requested a log review to evaluate a suspected programming error. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's request for a log review was completed and the reported overinfusion was confirmed in the pc unit event log. The request was related to an overinfusion due to a suspected programming error - atracurium programmed instead of cisatracurium. (The pharmacy had substituted cisatracurium due to a shortage of atracurium). The event description states that user scanned the substituted cisatracurium correctly with a bedside barcode scanning sys; however, this scanning sys was not identified and an alaris auto ID barcode scanner was not attached to the pc unit at the time of the event. The pt unit event log shows the user programmed the pump module for an infusion of atracurium 500 mg in 100 ml, which is a higher concentration than the substituted cisatracurium 200 mg in 100 ml. The rate was changed several times between 3:49 am and 3:56 am and then infused at 12.5 ml/h until 5:52 am, a rate that would actually have delivered 4.79 mcg/kg/min of cisatracurium. The rate was decreased to 10.4 ml/h which would have delivered 3.98 mcg/kg/min of cisatracurium. It continued to infuse at that rate until 10:17 am when the user changed the programming to cisatracurium 200 mg/100 ml at 3 mcg/kg/min. The root cause of the overinfusion was identified as a user programming issue when the wrong medication was selected during programming.